Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The part was returned and inspected; no fault detected. The lot number is unknown, therefore a review of the device history record could not be completed. Device repaired and returned to customer on (B)(4) 2013. Placeholder.

Event description:
The customer reported that the aiming arm for the blade was not fitting with the rest of the device. This is 1 of 1 report for (B)(4).